Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "posts on the motor aren't holding the attachment". The device was being used during surgery. There were no injuries however it is unk if medical intervention occurred. There was no additional info provided.